Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was over 600 mg/dl. It was unknown that how the customer treated for their high blood glucose. The customer declined to troubleshoot for the high blood glucose incident. The customer stated that insulin pump had insulin flow block alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No delivery alarm/occlusion - unknown timing not confirmed. (B)(4).